Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used as a camera port. Endo-cutter was also inserted through the device. It was found that the acral part of the sleeve was cracked when the surgical instruments were cleaned after the operation. Since the cracked piece was missing, the patient got a CT scan at 5 mm intervals. However, the cracked piece could not be found. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cannula. Additional information received from the affiliate, "the nurse confirmed that the device was normal without damage before use. The doctor commented that he might have added excessive force to the device when the scope and the endocutter (covidien) were inserted." The video of the procedure was returned and reviewed by an ees design engineer. The following summary was provided, "the video provided with this complaint was reviewed. The device was observed during use. It could not be determined from the video what caused the fracture along the cannula nor when the fracture occurred during the procedure. Misuse was not observed." The analysis results found that the instrument was received with the sleeve broken and cracked. The broken piece was returned for evaluation. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.